Event description:
Event description guidant received information that this implantable lead is exhibiting noise which caused the patient to get inappropriate shocks and also inhibition of pacing. The physician thought it was a set screw issue and implanted a new device, however the noise is still present. All lead impedances were normal at implant.